Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the double j ureteral stent was broken inside the patient¿s ureter during use. And stated that the patient was safe.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. Directions for use: (open end) 1. Prior to removing guidewire from hoop, inject sterile water through port to activate lubricious coating. 2. Pass the guidewire flexible tip beyond the obstruction to the renal pelvis. Note: tortuosity in the obstructed ureter can often be resolved using the guidewire and open end ureteral catheter in combination. 3. Pass the stent over the guidewire through the cystoscope, advancing it into the ureter with the push catheter under direct vision. Assistant holds the guidewire in position to prevent advancement of the wire into the renal parenchyma. 4. Watch for the distal end of the stent at the ureterovesical junction. Stop advancement of the stent at that point. Assistant removes the guidewire as the operator holds the stent in position with the push catheter. The retention coil will form spontaneously. Carefully remove the push catheter from the cystoscope. Preloaded stent with clamp 1. Prior to removing guidewire from hoop, inject sterile water through port to activate lubricious coating. 2. Place guidewire into distal (bladder) end of stent. Advance guidewire to the proximal end of the stent. If stiff end of guidewire is used, do not allow guidewire tip to extend past proximal tip of stent. (This will help keep stent in place for insertion.) 3. Place push catheter on guidewire until it abuts distal end of stent. 4. Place small white clamp at most distal end of push catheter and clamp securely (see fig. 1). This will ensure correct positioning of stent on the push catheter during insertion procedure. 5. Insert stent. 6. When placement is complete, release clamp by pushing top portion back and remove from push catheter (see fig. 2). 7. Hold push catheter and remove guidewire. The stent retention loop will form spontaneously. Then carefully remove push catheter from cystoscope. Note: 1. Final adjustment, if necessary, can be made with endoscopic forceps. Stents can be removed easily by gentle withdrawal traction using endoscopic forceps. 2. Fluoroscopy facilitates stent placement; however, standard radiography may be used. 3. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the double j ureteral stent was broken inside the patient¿s ureter during use and stated that the patient was safe.